Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the failed transmitter error allegation could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Data was provided previously for evaluation, it contained nothing related to the customer complaint. The reported event of transmitter failed error was not confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A root cause could not be determined